Manufacturer narrative:
(B)(4). The customer provided two images for analysis. Signs of use were observed inside the peel-away tip. Visual analysis revealed that the sheath was partially peeled from the tabs. It was also noted that the tip was crimp/folded. The customer returned one, peel-away with dilator assembly. Signs of use were observed inside the sheath tip. It was noted that the dilator body was partially withdrawn from the sheath. Visual analysis revealed that the sheath was split halfway down the extrusion. No defects or anomalies were observed related to this split. Further analysis revealed that the sheath tip was crimped/folded. Microscopic examination confirmed the damage. No other defects or anomalies were observed with the dilator nor the sheath. The sheath length from the tabs to the tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter (in an area not already split) measured 0.097", which is within the specification limits of 0.093"-0.099" per the sheath extrusion product drawing. The sheath inner diameter at the distal tip could not be accurately measured due to the crimping. The dilator outer diameter measured 0.075", which is within the specification limits of 0.073"-0.075" per the dilator extrusion product drawing. The dilator was removed and reinserted back into the sheath. Minor resistance was encountered at the sheath tip due to a build-up of dried biological material in combination with the crimping at the tip. Despite this, the dilator was able to pass through the tip. Performed per IFU statement , "quickly occlude sheath end upon removal of dilator and guidewire to reduce risk of air entry.". A device history record review was performed, and no relevant findings were identified. The report of a peel-away tip damage was confirmed through complaint investigation. Visual analysis revealed that the sheath tip was crimped/folded. The appearance of the damage is consistent with damage resulting from undue force applied during an attempted insertion. Despite the damage, the sheath and the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when inserting the introducer together with the dilator, it does not fit because it is a little peeled at the tip". As a result, a new catheter was used. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "when inserting the introducer together with the dilator, it does not fit because it is a little peeled at the tip". As a result, a new catheter was used. No patient harm or injury. The patient status is reported as "fine".